Event description:
Facility paramedics connected the device with attached monitor to a pt described as in cardiac arrest. The defibrillator was used to deliver energy to the pt 2 times successively. An attempt was made to administer pacing therapy to the pt. The pacer turned on, but allegedly whenever an attempt was made to increase the pacer output current above 0ma, the device prompted pacing leads off.